Event description:
It was reported that the patient's left hip was revised due to instability (surgeon reported instability was due to malposition of a competitor shell). A 32 +4 femoral head was revised to a 38 +12 femoral head (offset increase was in order to increase soft tissue tension in the joint). Rep confirmed that no further information will be released by the hospital or surgeon.